Event description:
It was additionally reported that a leak was not confirmed, and that no bleeding was seen at the apical cuff. The reason for the left ventricular decompression was unclear. The site mentioned possible vasoplegia secondary to reaction to protamine. There was a case of air entrapment in the left ventricle that resulted in patient anoxic brain injury. The patient was recovering and hoping to transfer to acute neurological rehab.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient experienced an anoxic brain injury and passed away.

Manufacturer narrative:
B2 - death date was unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g3: previously reported date received by manufacturer was incorrect. Correct date is 15may2024. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported low flow alarms could not be confirmed as no log files were submitted for review and the device remains in use. A specific cause for the low flow events and the suspected air entrapment could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. Section 5 of the IFU, ¿surgical procedures¿, provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that during left ventricular assist device (lvad) implant, the heartmate 3 pump flows decreased to 0.4 lpm with alarms and pulsatility index (pi) around 9.7. The left ventricle appeared entirely decompressed on transesophageal echocardiogram (tee), and mean arterial pressures (maps) decreased to the 40s mmhg after being off of bypass for around 15 minutes. Volume and an epinephrine bolus were administered while decreasing the heartmate 3 pump speed from 5200 rpm to 4000 rpm as the surgeon removed laps from the left incision space. As volume was replenished the patient's maps recovered. Under the guidance of echocardiogram the pump speed was slowly increased to 5100 rpm, pi of 5.9, pump flow of 3.2 lpm, pump power of 3.5 w, and map of 86 mmhg. The patient was stable but there was a concern that the drop in pump flow and hemodynamic compromise were related to an apical cuff leak.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported low flow alarms could not be confirmed as no log files were submitted for review and the device remains in use. A specific cause for the low flow events and the suspected air entrapment could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The IFU warns that all entrapped air must be removed from the device to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 5 warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. If air persists in the pump sealed outflow graft for a prolonged period (more than 5¿10 minutes), rule out leaks at the sealed inflow cannula/pump connection. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2025 that the patient was still alive.